Event description:
Bone quality (type): ii. Was augmentation performed during surgery? No. Was a membrane used? Non-resorbable. Assessment of hygiene around implant: good. Was the prosthesis fitted? No. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).